Manufacturer narrative:
A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. It was also noted that the device sensed in the atrial chamber while implanted with prolonged high atrial rates. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that this pacemaker exhibited an increase in power consumption. Battery diagnostic data indicates that the power consumption increased in the past year and is expected to continue to increase. The high consumption is also being affected by a high rate atrial sensing. Boston scientific technical services (ts) recommends replacing the device within in the next months as there is sufficient battery capacity to still support therapy. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an increase in power consumption. Battery diagnostic data indicates that the power consumption increased in the past year and is expected to continue to increase. The high consumption is also being affected by a high rate atrial sensing. The patient underwent surgical intervention to remove the device. It is unknown if a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Patient code 3191 captures the reportable event of surgery.